Manufacturer narrative:
On previously submitted report, addresses in the section d and g were wrong. Section d and g has been updated/corrected in this report.

Event description:
The manufacturer received information alleging a ventilator screen was frozen. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's lcd display was replaced to address the issue.